Event description:
The lead was removed due to an infection. The lead was returned, analyzed and subsequently tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The initial report of infection was received on 31oct2011 and is normally submitted via an alternative summary reporting (asr) on 31jan2012. Information was subsequently received on 16dec2011 that revealed an out of spec analysis on the lead (B)(4). As there is new information, lead (B)(4) no longer qualifies for asr, and is; therefore, being submitted as a timely bimonthly report. The type has been changed from asr to asr and bim, the rationale has been changed to ii from as for the (B)(4). Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that proximal conductor fractured, the distal conductor was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay wsa breach cut, the outer tubing overlay has cosmetic environmental stress cracking, the outer tubing environmental stress cracking was breach (non-electrical), the outer insulation had a cosmetic depression and there was blood in/on the helix mechanism. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.